Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. There was no reported impact to the customer's blood glucose level. The customer was not receiving an occlusion alarm at the time tandem technical support was contacted. Although requested, additional information regarding the occlusions was not provided.